Event description:
A medtronic rep reported a crash that occurred when plugging in a microscope during navigate. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
The software investigation was completed. This issue will be continually monitored in a medtronic software anomaly tracking database.